Event description:
The device was used during a cyctectomy procedure. Reportedly, the approximating lever broke and instrument was difficult to open. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
10/19/1998- supplemental report #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.